Event description:
Customer alleges head deck is bent. No alleged injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model ba3180-151, serial number/date code (B)(4). The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility called stating that the head deck on the ba3180-151 arro bed allegedly cracked. New bed head sent under warranty order # (B)(4). No injury is alleged.